Event description:
The customer reported that when using a new unit, the measured values appear high, around 99. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact.